Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege patient experienced severe physical injury and pain and suffering, including, but not limited to, the effects of metal ion debris in his body, and the need for revision surgeries. Doi: (B)(6) 2004 - dor: none reported (left hip), doi: (B)(6) 2004 - dor: none reported (right hip), *patient is resident of tn update: 5 dec 2017: pfs and medical record received. In addition to what was previously allege, pfs alleges device failed causing injuries, muscle and tendon damage. After review of medical records for the MDR reportability, patient was revised to address failed right total hip arthroplasty secondary to metallosis and pain. Operative findings reported of clear yellow fluid and metal staining. Doi: (B)(6) 2004; dor: (B)(6) 2012; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.